Event description:
It was reported that the blade broke at the mount into three pieces during an anterior cruciate ligament reconstruction. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. It was visually confirmed that the blade had broken at the mount as reported. An assessment of material thickness confirmed compliance to required specification. It was not possible to determine the root cause for the breakage.